Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately one month post implant their heart rate, "according to their apple watch", was below the lower rate setting. The implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.